Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 26289 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and the temperature curve had no oscillations or overshoots. During inflation mode, the guide wire lumen was observed to be kinked inside the balloon. During inspection of the balloon segment, a guide wire lumen kink/twist was observed at 1.16 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the issue (balloon bent shape) was not confirmed through testing and the balloon catheter failed return inspection due to a kink on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure; the balloon had a bent shape upon first inflation and the mapping catheter lumen appeared to be positioned on the side of the balloon rather than in the middle. No fault message appeared on the console. The balloon catheter was replaced which resolved the issue. The case was successfully completed. No patient complications have been reported as a result of this event.